Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a stemi case the other night that an iab 7.5fr 40cc was opened and not used. The pump was not registering the volumes. They had to start fresh with another iabp and iab was used to provide treatment. There was no patient connected to the iabp at the time of the event but was waiting for treatment. No patient harm was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.